Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain and implant removal from textured to smooth due to the concerns of the product". Healthcare professional later reported "no information". Healthcare professional later reported "rupture." This record is for the left side. Device was explanted and replaced.